Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields- b3, d8, d9, h2, h3, h4, h6 and h11. Corrected fields- d4, g4. The device was returned to olympus for evaluation and the customer's allegation was confirmed: the video cable is broken and therefore the image is not displayed. In addition, new damages/defects were observed: the fibre bonding in the outer tube area (distal end) is damaged. . Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: if the video telescope is damaged or does not function properly, contact an olympus representative or an authorized service center. Risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: the video image disappears during the procedure. Poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. Risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a problem with the image (image disappears, no images). The issue occurred during an inguinal hernia procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
It was reported, the subject device had a problem with the image (image disappears, no images). The issue occurred, during an inguinal hernia procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.